Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump battery was rapidly depleting. The customer declined to provide further information and troubleshooting was unable to be performed. There was no known impact to the customer's blood glucose.